Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
An article was published in the journal of cataract & refractive surgery in june 2019 titled, '10-year clinical outcomes after implantation of a posterior chamber phakic lens for myopia.' The article states that lens opacity was developed in 21 eyes, including 10 eyes with asc and 11without asc. Phacoemulsification combined with previous icl removal was performed in 6 eyes. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Patient code 3191: phacoemulsification, lens explant should have been included in initial MDR. Claim#: (B)(4).